Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be air sensor error. Appropriate action was taken to correct the reported problem by checking for moisture, cleaning and drying the tubing channel, and performing air in line test ok (per rite test). Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed during product evaluation. However, quality engineering could not identify a root cause of the reported confirmed problem. No repairs were done, but action was taken to correct the reported problem by checking for moisture, cleaning and drying the tubing channel, and performing air in line test.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.